Manufacturer narrative:
An event regarding patient factors involving an exeter stem was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: "on (B)(6) 2019 in the p.m. There is a handwritten operative note and post-operative orders. There is no follow-up documented. There is no documentation of the patient¿s death forty-eight hours post-operative or a postmortem report. " [¿] "no clinical or past medical history, no patient height, no clinical follow-up other than a benign right hip x-ray on (B)(6) 2014 until (B)(6) 2019 is available, and there is no examination of the explanted fractured stem. With a well-fixed stem, cyclic loading at the base of the exposed neck, particularly if the hip were stiff in a large, male patient, would result in inevitable fatigue fracture at that site. Examination of the fracture surfaces could confirm this suggested mechanism and rule out factors associated with implant design, manufacturing or materials as having contributed to this clinical event. " -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there has been no other similar event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as postmortem report, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient had an exeter stem revision on (B)(6) 2019 and the patient passed away 2 days later and the surgeon believes that this is most likely from a pulmonary embolus. A post mortem will be undertaken.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The patient had an exeter stem revision on (B)(6) 2019 and the patient passed away 2 days later and the surgeon believes that this is most likely from a pulmonary embolus. A post mortem will be undertaken.